Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt, iron deficiency anemia, pulmonary embolism, uterine leiomyoma and anemia. Concomitant products included apixaban (eliquis), hydrochlorothiazide, metformin and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("menometrorrhagia"), iron deficiency ("blood or heart disorder/condition, type: iron deficiency"), migraine ("migraines"), headache ("headaches") and deep vein thrombosis ("deep vein thrombosis") and was found to have uterine leiomyoma ("reproductive system disorder or condition, type of disorder or condition: fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage and menometrorrhagia had resolved and the iron deficiency, migraine, headache, uterine leiomyoma and deep vein thrombosis outcome was unknown. The reporter considered deep vein thrombosis, headache, iron deficiency, menometrorrhagia, menorrhagia, migraine, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008. Trailing coils - right: trailing coils - left = 8. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number: 626209; manufacture date: 2007-11; expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt, iron deficiency anemia, pulmonary embolism, uterine leiomyoma and anemia. Concomitant products included apixaban (eliquis), hydrochlorothiazide, metformin and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("menometrorrhagia"), iron deficiency ("blood or heart disorder/condition, type: iron deficiency"), migraine ("migraines"), headache ("headaches"), and deep vein thrombosis ("deep vein thrombosis") and was found to have uterine leiomyoma ("reproductive system disorder or condition, type of disorder or condition: fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage and menometrorrhagia had resolved and the iron deficiency, migraine, headache, uterine leiomyoma, and deep vein thrombosis outcome was unknown. The reporter considered deep vein thrombosis, headache, iron deficiency, menometrorrhagia, menorrhagia, migraine, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. Trailing coils - right: trailing coils - left = 8. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs: new event: deep vein thrombosis was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt, iron deficiency anemia, pulmonary embolism, uterine leiomyoma and anemia. Concomitant products included apixaban (eliquis), hydrochlorothiazide, metformin and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("menometrorrhagia"), iron deficiency ("blood or heart disorder/condition, type: iron deficiency"), migraine ("migraines") and headache ("headaches") and was found to have uterine leiomyoma ("reproductive system disorder or condition, type of disorder or condition: fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage and menometrorrhagia had resolved and the iron deficiency, migraine, headache and uterine leiomyoma outcome was unknown. The reporter considered headache, iron deficiency, menometrorrhagia, menorrhagia, migraine, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008 trailing coils - right: trailing coils - left = 8. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 08-aug-2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menometrorrhagia, menorrhagia, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), menometrorrhagia, blood or heart disorder/condition, type: iron deficiency, migraines / headaches, reproductive system disorder or condition, type of disorder or condition: fibroids. Reporter information, concomitant drug, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.